Manufacturer narrative:
The cable was returned for investigation. X-ray analysis of the cable found no broken or stretched wires. There is no evidence suggesting a defect in the cable. Signs of liquid was found on the outside of the cable plug. Green corrosion was identified on the ground terminal which is evidence of liquid of a chemical origin. The issue of sparks from the unused cable was caused by leaving it on the floor where waste water or water leakage came in contact with the uncovered connecting part of the cable. A product issue was not identified.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated a burst of sound was heard from the floor near the back of the cobas e801 module. After approximately 20 seconds there was an intermittent "explosive sound, the sparks flew, and there was a burnt smell". The customer immediately turned off the power on the back of the e 801 module. The customer stated an unused ac cable for the ise module had been stored underneath the e801 module. The ise module was not being used and the cable was not connected to the ise module. The cable for the ise module did not have a cover attached and the connecting part was exposed. The "female" connection part of the cable was burned or "dissolved" and there was soot around the cable on the floor. There was no fluid around the cable. At the back of the ise module, there was a space of approximately 70 cm. The customer confirmed no one walks in that space. There was no allegation that an adverse event occurred. The field service engineer (fse) visited the customer site and cut the tip of the burned power cable and insulated the cut surface with vinyl tape. There was no damage to the main unit of the e801 module. He started the analyzer and performed quality controls which were acceptable. Prior to starting the instrument the fse checked the log of the uninterruptible power supply (ups). It showed repeats of over current stop and power supply since (B)(6) 2017. It is suspected that there was a leak or a short circuit at the tip of the cable several days ago. The fse replaced the cable. Investigations are ongoing.